Event description:
It was reported that after the balloon was inflated, the syringe would not self deflate. Follow up indicated that the balloon will not passively deflate with or without the syringe attached. It was reported that the syringe would not fill with air past 1/2 cc. There were no patient complications.

Manufacturer narrative:
We received one 139hf75 catheter with an attached monoject 1.5cc limited volume syringe and attached contamination shield for examination. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated in 2 seconds without the syringe attached. The specification for balloon deflation without a syringe attached is 4 seconds. The balloon failed to deflate fully with returned syringe attached. Per the IFU, ¿passively deflate the balloon by removing the syringe from the gate valve¿. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.